Event description:
As reported: the doctor prepping the bobby before thrombectomy saw flakes at the balloon loosening. He said he prepped the balloon according to the IFU and as advised at the quick prep chart. Case completed with a non-mvi balloon guide catheter. No patient involvement. Type of surgery being performed and treatment site: cerebral thrombectomies.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the doctor prepping the bobby before thrombectomy saw flakes at the balloon loosening. He said he prepped the balloon according to the IFU and as advised at the quick prep chart. Case completed with a non-mvi balloon guide catheter. No patient involvement. Type of surgery being performed and treatment site: cerebral thrombectomies

Manufacturer narrative:
Items returned for investigation: bobby 8f. The balloon was returned deflated, and the surface appeared damaged. The hub was observed to be intact. Dyed saline was injected into the to inflation lumen, and the balloon successfully inflated; the membrane appeared intact. Per the IFU precautions, the balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry. The investigation of the returned balloon catheter found the balloon surface coating damaged, which is consistent with the alleged product issue. The balloon was inflated during the investigation and the balloon membrane was observed to be intact. The damaged coating condition is consistent with the balloon not being hydrated properly at the time the balloon was attempted to be inflated during device preparation.